Manufacturer narrative:
Device was used for treatment, not diagnosis. Song, k.-j., johnson, j.s., choi, b.-r., wang, j.c., lee, k.-b., anterior fusion alone compared with combined anterior and posterior fusion for treatment of degenerative cervical kyphosis (2010). Journal of bone joint surgery, volume 92-b, no. 11, pp. 1548-1552. South korea. This report is for unknown cslp plates, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: song, k.-j., johnson, j.s., choi, b.-r., wang, j.c., lee, k.-b., anterior fusion alone compared with combined anterior and posterior fusion for treatment of degenerative cervical kyphosis (2010). Journal of bone joint surgery, volume 92-b, no. 11, pp. 1548-1552. South korea. The study was performed to evaluate the efficacy of anterior fusion alone compared with combined anterior and posterior fusion for the treatment of degenerative cervical kyphosis.the study was conducted between march 2001 and march 2007 and included a total of 30 patients (15 males; 15 females). Complications reported included the following: pseudarthrosis, revision surgery, hardware-related complications, dysphagia, infection, cage subsidence, adjacent level degeneration, and pain. This is report 2 of 2 for (B)(4). This is related to hardware-related complications; specifically bending of plates, procedural step unknown. This report is for unknown cervical spine locking plates (cslp). A copy of the literature article is being submitted with this medwatch.